Event description:
It was reported that the patient had issues on and off throughout the day with urinary "leaking." The patient was never able to make it through an entire night. The patient tried increasing her stimulation as well as trying all 4 programs her implantable neurostimulator (ins) was programmed for; none of the programs "seemed to make a difference." The patient did not feel stimulation. It was noted that the patient had seen her physician in (B)(6) 2012 and was advised to try all of the programs; the patient was supposed to have seen her physician 3 months after but hadn't been back yet. Additional information received reported that the patient's ins had stopped working for the patient's symptoms and that the patient had increased incontinence. Although the physician had been informed that "everything was ok" and that the computer message of a low battery was "inaccurate," following a reprogramming session by a manufacturer representative, premature battery depletion was detected. At the time of this report, the physician had not checked the "programming computer." The patient did not require hospitalization and no injury was reported. If additional information is received, it will be included in a supplemental report.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: v872640, implanted: (B)(6) 2012. Product type: lead: product ID: 3889-28, lot#: v872640, implanted: (B)(6) 2012. Product type: lead. (B)(4).